Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a bilateral ureteroscope stone extraction procedure, the tip of the cook single-use holmium laser fiber broke off in the patient. They were unable to retrieve the tip. A new fiber was put in the laser and the procedure was completed. No additional procedures were required due to this product issue. No adverse effects on the patient were reported as a result of this occurrence. A request for the model/serial number of the laser machine and power settings used at time of this event was denied.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable.investigation ¿ evaluationa visual inspection of the returned device was conducted. The investigation also included a review of complaint history, the device history record, the instructions for use, manufacturing instructions, and quality control data.one open package labeled rpn hlf-s200-hsma, and label lot number 8314181 was received. The distal end of the fiber had a charred appearance on the blue cladding. There was no quartz extending beyond the cladding on the distal tip. The quartz was broken off inside the cladding. This device is tested to assure the program has recognized the fiber and no failure codes are present. In addition, to assure no breaks are present along the fiber length and the green output from the end of fiber creates a well-defined circle.it is likely the fiber cracked beneath the cladding when laser energy was applied causing the fiber to separate. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: ¿ extended lasing power. ¿ continuous lasing with fiber tip in contact with tissue. ¿ lasing with a contaminated or damaged proximal end. ¿ improper handling. ¿ poor laser beam alignment or focus. ¿ never subject fiber optics to sharp bends in handling, use or storage.¿ always keep connector end dry and free from contaminates.¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ do not exceed power limits.the device history record was reviewed and noted one non-conformance for an incorrectly applied label. There were no non-conformances noted that would be related to the reported failure mode. A review of complaint history found there has been no other complaint associated with the complaint device lot number 8314181.despite attempts to obtain additional information was requested no additional information was provided. There is no information regarding the make/model of laser machine used during the procedure and if the device was compatible with the hlf-s200-hsma..there is no information regarding the power settings used in the procedure. The power limit for this device is 10w. Per the IFU, ¿do not exceed recommended power limits.¿ there is no information regarding preparation of the device. The IFU states, ¿upon removal from package, inspect the product to ensure no damage has occurred¿ and ¿discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards.¿based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident.based on the provided information, the root cause is likely related to user technique fracturing the fiber which progressed into separation once energy was applied.